Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 1100 mg/dl and ketones were present. Insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved. After being discharged on (B)(6) 2018, customer experienced "some abdominal pain"; no additional information was provided. Contact alleged the pump was the cause of the event. As tandem technical support was not contacted at the time of the event and the contact did not have the pump at the time of the report, a system check could not be performed. Reportedly, customer underwent diagnosis tests for the abdominal pain; no diagnosis was made.